Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 for the treatment of stress urinary incontinence and mesh was used. The patient experienced multiple complications, including erosion, bleeding, incontinence, infection, swelling, difficulty voiding, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. The patient underwent a mesh excision surgery on (B)(6) 2008. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.